Event description:
It was reported that the pacemaker was found to be in safety mode. The patient reported feeling a pounding at night while lying down, likely due to pacing as they normally would only pace twenty percent of the time in the right atrium. The health care professional reported notification codes sent by the pacemaker causing the patient to be hospitalized on three occasions, eliciting several computed tomography (CT) scans. The pacemaker remains in service. No additional adverse patient effects were reported.